Manufacturer narrative:
A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided . A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implantd date: the device was not implanted. D6b: explanted date: the device was not explanted. E3: occupation: consultant cardiologist. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal did not deploy in the patient. There was no patient harm.